Event description:
The following event was reported to implant cast gmbh: a few days after implantation of the implant, the patient dislocated the affected side of the hip. During a closed reduction attempt under short anesthesia on (B)(6) 2023, the disconnection of the metal head from the ic-bipolar head occurred.

Manufacturer narrative:
The optical examination revealed strong deformations on the outer and inner side in the area at the gap of the safety ring of the ic-bipolar head. The shape of the deformation on the outer side matches the geometry of the neck of the implanted hip stem, while the deformations on the inner side can be assigned to the geometry of the ic-head. Such deformations can only occur when the hip stem-hip head combination is pressed against the pe-material by applying a strong leverage. On the provided x-ray picture can be seen that both femoral heads were still connected after the dislocation from the hip. This supports the description that the disconnection occurred during the reduction. No findings were made regarding a possible cause for the hip dislocation. The manufacturing documents and material certificates were checked as well as the surgical technique and the instruction for use and no deviations were found. Based on the available information, no technical root cause could be determined of how the dislocation of the ic-bipolar head from the hip occurred. But, considering that the implantation time with less than two weeks was rather small, it is possible that the range of motion reached was too much for this implantation stadium as the support from the surrounding musculature had not sufficiently recovered at his point. Regarding the disconnection of the products, there are currently two hypotheses, which may have led to the causative strong leverage effect causing the damage on the parts: 1. Due to the hip dislocation, the bipolar head broke out of the joint capsule, so that the tissue of the joint capsule was also damaged. While the bipolar head was shoved through the damaged joint capsule, the tissue was initially pushed apart. After the bipolar head had fully emerged from the joint capsule, the tissue could have consolidated below. This would have created a "button-hole" that prevented the bipolar head from re-entering the joint capsule during closed reduction and may have created a levering effect. 2. The ic-bipolar head hit the pelvic bone during the closed reduction attempt and became blocked, which in turn may also have led to the said leverage effect.

Event description:
The following event was reported to implantcast gmbh: a few days after implantation of the implant, the patient dislocated the affected side of the hip. During a closed reduction attempt under short anesthesia on (B)(6) 2023, the disconnection of the metal head from the ic-bipolar head occurred.

Manufacturer narrative:
An optical examination could not be performed yet, as neither an explant is available, nor a picture of the explants was provided to this day. The manufacturing documents and material certificates were checked as well as the surgical technique and the instruction for use and no deviations were found. On the provided x-ray picture can be seen that both femoral heads were still connected after the dislocation from the hip. This supports the description that the disconnection occurred during the reduction. Based on the available information, no technical root cause can currently be determined of how the dislocation of the ic-bipolar head from the hip occurred.